Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The base array was loose due to a broken peg causing the base array to move, which threw off saw blade to green probe checkpoint. Tka case delayed 10 minutes.

Manufacturer narrative:
"Reported event: the base array was loose due to a broken peg causing the base array to move, which threw off saw blade to green probe checkpoint. Device evaluation and results: visual inspection: shows that the pin on the base tracker array closest to the drape ring groove has snapped off and is missing. The failure is consistent with excessive torque being applied to the base tracker before being properly seated in the grooves of the base array connector. Dimensional inspection: not performed as the visual inspection was sufficient to confirm the failure mode. Functional inspection: with the pin broken on the base tracker array, it will not lock into the base array connector. Product history review: a review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04/29/16. No non-conformances were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 112227, lot number 19440615 shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the report of a base tracker array with a broken pin was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
The base array was loose due to a broken peg causing the base array to move, which threw off saw blade to green probe checkpoint. Tka case delayed 10 minutes.